Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following: it was reported by the customer that when connecting a saline syringe to the extension set or preparing an IV line, the syringe must be detached and reattached in order for the line to flush properly. The same issue occurs when attempting to draw blood. During IV initiation, some units did not initially allow blood return when using a vacutainer, requiring the customer to attach an empty syringe to manually pull blood from the line. The customer purchased three cases containing 100 units each. They stated that approximately five units from one of the cases presented the issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.